Manufacturer narrative:
Corrected data: the manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Operator of the device: physician. Initial MDR and follow up #1, the box for "additional manufacturer narrative" should have been selected. All pertinent information available to abbott medical optics has been provided. Placeholder.

Manufacturer narrative:
Account reported that patient's health was not affected. Although, edema was observed slightly stronger than usual; the patient's visual acuity was 1.2 (20/16) at the examination on the postoperative day one. The field service specialist (fss) visited the customer. The system inspection revealed the gui board was charred. The fse collected the machine in question.

Event description:
Customer reported that the monitor display suddenly blacked out during a surgery. Also, the customer smelled odor from the signature console. The customer rebooted the system but it froze prior to self-test. The surgery was continued with another system (sovereign) of the customer's property. Account reported there was delay of 45 minutes.

Manufacturer narrative:
Device received in condition making evaluation impossible.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Odor was confirmed from evidence of the original pcba (printed circuit board assembly). The original signature console (sn (B)(4)) is over one year old based on the console serial number, so this pcba was in operation at least a year before failing. The pcba was plugged into a working signature monitor and was non-operational. The electrical circuit which c53 and l15 are used is a filter circuit of a 5 volt regulator input, which supplies +5 volts to the pcba, so a fair amount of current in the order of 1 amp passes through these surface mount components. C53 voltage marking could not be verified due to the burned case, but the correct polarity marking was confirmed component l15 marking could not be verified due to it was burned off the board, but it is not a polarized device. Incorrect component installation is a low probability due to the in circuit testing stamp evidence, so the potential cause of the component failure could be the defective component or premature/infant mortality ¿ either l15 or c53 failed under load ¿ shorted and burned both components in the circuit, with l15 melting off the board ¿ causing a +5 volt power failure on the pcba, and making the screen display ¿black out¿ during use, however a definitive cause cannot be determined for this failure. Placeholder.